Manufacturer narrative:
(B)(4). The reported undersensing was confirmed in the laboratory via review of the electrograms. The device was tested on the bench and no anomaly was found.

Event description:
It was reported the patient presented via a remote merlin.net transmission with an episode of vf. Review of the egm confirmed there was intermittent undersensing due to small amplitude r waves following large amplitude r waves resulting in a non-captured ventricular pace and therapy delivery. The device was explanted and replaced.